Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va03ezj, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. It was stated the device never worked for the patient. The trial worked well, but the permanent implant had ¿never functioned for them.¿ the patient was therefore implanted for a second time on (B)(6) 2014. Additional information has been requested, a follow up report will be sent if additional information is received.